Event description:
"One side of the clave adapter broke free from it's seal, losing blood and i.v. Medicine onto bed. This led to immediate cardiovascular compromise." The customer contact reported one leg of the device had broken. It was unk what fluid was infusing or how much fluid was "lost." The pt experienced rapid deterioration of cardiac hemodynamics, decreased blood pressure, and decreased cardiac output. Fluid resuscitation was given to treat the condition.